Event description:
Caller reported that the cartridge was not fitting properly on the pump, which caused a blood glucose level of over 500 mg/dl, displayed as "high." Customer took corrective action by administering a correction bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.